Event description:
It was reported that the patient had a pump put in (B)(6), it was noted that the patient ¿had to have a smaller one¿. It was noted that the pump was used to infuse hydromorphone. It was later reported that there were no patient symptoms. It was noted that the patient was seen on (B)(6) 2013 and at that time it was determined that the pump had detached from placement and was free floating in the patient¿s abdomen. It was reported that the healthcare provider (hcp) thought it may be because the pump was too large for the patient and they decided to use a smaller pump.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).